Event description:
The following has been reported by customer: device immediately displays error / 33 ("disengagement optical switch") reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. A partial device log history was reviewed. Several technical error 33 was found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to provided information, the force sensor has been replaced, that solved the issue. The force sensor sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Cross tests were performed and the reported event was reproduced, as the device triggered an error 02 during the infusion (another error that can be triggered by a defective force sensor). This compliant is considered as valid and the root cause is likely due to a defective force sensor. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.